Event description:
The main body graft was placed without any complications. However, there was noted tortuosity in the aorta as well as the iliac arteries. Once the main body graft was deployed, the physician placed a measuring catheter in the aorta in order to assess the add'l length that would be needed for full coverage of the desired landing site. From all indication, if appeared that the prior measurements were incorrect, due to the tortuosity in the vessel. An iliac leg extension was placed distal to the iliac leg graft. Final angiogram did not detect any visible signs of an endoleak.